Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the paddles only intermittently discharged energy. There was no pt involvement in the reported malfunction.